Event description:
It was reported that a vessel perforation occurred. Procedure summary: vascular access was obtained via a right transfemoral artery approach. A 14f isleeve introducer sheath was inserted. A guidewire was inserted into the hemostatic valve of the the14f isleeve introducer sheath the 14f isleeve introducer sheath began to leak from the hemostatic valve. The procedure continued with the successful implant of an accurate neo2 valve. Post procedure the patient became hypotensive. A right external iliac artery perforation was noted. At an unspecified time, the patient received a blood transfusion. The patient was intubated and brought to the operating room where two covered stents were placed in the external iliac artery. Patient status: the patient is expected to make a full recovery. It was further reported in the physicians opinion, the perforation was attributed to the friability of the patient tissue and not a direct result of the 14f isleeve introducer sheath.

Manufacturer narrative:
H3 device evaluated by MFR; the returned device consisted of a 14f isleeve introducer sheath and dilator. The dilator was not pushed into the 14f isleeve introducer sheath. Visual and microscopic analysis of the 14f isleeve introducer sheath determined that two seams had expanded. Tip damage was observed along the seams lines of seams 1 and 2. A kink was identified along the 14f isleeve introducer sheath at approximately 18cm. A leak test initially detected no leaks, however; after insertion of the dilator, the presence of a leak was confirmed. The hub cap of the 14f isleeve introducer sheath was removed, and it was confirmed that although the number of seals were correct (3 seals), all seals had damage causing the leak. The expanded seams of the 14f isleeve introducer sheath and the split tip occurred along the seam line and are expected as the seams and tip of the 14f isleeve introducer sheath are designed to expand with use to allow passage of delivery system and balloon aortic valvuloplasty (bav) balloon catheter during the procedure. Procedural media was provided to assist in the investigation and was reviewed by a bsc quality engineer. The media provided confirmed that the hemostatic valve/hub was leaking when the 14f isleeve introducer sheath was inside the patient, during the procedure.

Event description:
It was reported that a vessel perforation occurred. Procedure summary: vascular access was obtained via a right transfemoral artery approach. A 14f isleeve introducer sheath was inserted. A guidewire was inserted into the hemostatic valve of the the14f isleeve introducer sheath the 14f isleeve introducer sheath began to leak from the hemostatic valve. The procedure continued with the successful implant of an acurate neo2 valve. Post procedure the patient became hypotensive. A right external iliac artery perforation was noted. At an unspecified time, the patient received a blood transfusion. The patient was intubated and brought to the operating room where two covered stents were placed in the external iliac artery. Patient status: the patient is expected to make a full recovery.